Event description:
It was reported to boston scientific corporation that a overstitch sx endoscopic suture system was attempted to be used during a transoral outlet reduction procedure performed on (B)(6) 2025. Before the procedure a part of the anchor got stuck on the anchor exchange. The procedure outcome is still unknown. There have been no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a150301 is being used to capture the reportable event of anchor exchange failure to release. Block h11: the returned overstitch ess sx was analyzed. A visual inspection was performed, and no damages were found. It was unable to confirm the reported event since the anchor exchange was not returned. Based on all gathered information, the probable cause selected is cause not established, since the analysis of the available information and product analysis of the returned device did not identify any evidence of either the alleged issue(s) or any defect on the device. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Block h6: device code a150301 is being used to capture the reportable event of anchor exchange failure to release.

Event description:
It was reported to boston scientific corporation that a overstitch sx endoscopic suture system was attempted to be used during a transoral outlet reduction procedure performed on (B)(6) 2025. Before the procedure a part of the anchor got stuck on the anchor exchange. The procedure outcome is still unknown. There have been no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.